Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) over 500mg/dl with headache and nausea associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The reporter confirmed that the cartridges were used per instructions for use, but that the issue had not occurred with at least three cartridges from at least two separate boxes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with loss of prime issues related to the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.